Manufacturer narrative:
Field service engineer: the service engineer (se) found the unit was failing the breath delivery (bd) audio test in the extended self-test (est). The se replaced the line interface 1, line interface 2, communications backplane, main backplane and bd controller/ distribution boards. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: two line interface 2 printed circuit board assembly (pcba), universal serial bus (usb) flash drives, a communication backplane printed circuit assembly (pca), bd backplane pcba, a bd power distribution pca and a bd power controller pca were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. The bd power controller pca failed the bd audio test. An investigation was performed and the product analysis technician reported that no fault was found on the line interface 2 pcba, usb, communication backplane pca, bd backplane pcba and bd power distribution pca. The bd power controller pca root cause was isolated to an electronic component capacitor (c4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, a 980 ventilator displayed a serial number mismatch and the logs indicated issues saving data to the universal serial bus (usb). The ventilator was not in use on a patient at the time of the reported event.